Event description:
Additional information was received which reported that the meningitis was linked to the patient¿s surgery but the reporter was unsure how the physician confirmed it. The patient was reportedly fine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown. Product type: unknown. (B)(4).

Event description:
It was reported the device was explanted due to an infection. The infection was unknown and also noted as meningitis. The culture was taken from the device pocket. It was noted antibiotic treatment was necessary. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).